Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector is broken off. Analysis also found the latch tab from power cord door is broken off and the keyboard strain relief is damaged.

Event description:
It was reported the ECG (electrocardiogram) port is broken. The programmer was returned for repair. No patient complications were re ported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).